Event description:
The reporter stated that the surgeon inserted a aa4204vf single piece silicone lens and a posterior capsular tear occurred. The lens was removed and another lens was inserted. No additional procedures were done.

Manufacturer narrative:
Evaluation: visual inspection of the returned product showed that there was no visible damage. Both sides of the lens optic and haptics were checked for rough and sharp edges and were found to be acceptable. Clear surgical residue/debris on the product. A lens work order search was performed and no similar complaint was found within the search. Conclusion: no conclusion can be drawn. Based on the complaint history, work order search and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.